Event description:
It was reported that a user of the ilet mobile app paired with a freestyle libre 3+ sensor experienced an issue where tapping ¿scan new sensor¿ button on the phone produced no response, while other app functions remained responsive; after a phone restart, the sensor successfully scanned and began warmup. No adverse clinical symptoms were reported. Outcomes included no impact to therapy continuation, no alerts or alarms, and no heath impact. User support included guided troubleshooting and education, including device restart. Investigation of this case revealed an app interaction anomaly that was resolved by standard reboot procedures, consistent with transient software behavior without hardware involvement. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible software interaction that resolved with user-level troubleshooting.